Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set disconnected from its components; further described as the blue part on which the patient line was connected came off from the light blue part used for opening and closing the transfer set. This occurred after draining the night dwell solution and during disconnection of peritoneal dialysis therapy. The patient noticed the blue tip detached and covered it with a new cap per the disconnection procedure. The patient then contacted the hospital for a replacement of the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection was performed and it was noted that the female connector was not connected to the main body and that a chip was present without any solvent noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.